Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -14.50/1.0/036 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem.

Manufacturer narrative:
Patient weight, ethnicity and race- unk. Claim# (B)(4).